Event description:
It was reported by the patient that a wire was sticking out of their body and they used a band aid to cover it up and keep it in place. After a replacement procedure for their last device, the wire was no longer sticking out of their body. No additional adverse patient effects were reported.